Manufacturer narrative:
Device passed displacement test and selftest. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly and the connector on the electrical board was locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 225 mg/dl at the time of incident. Button error troubleshooting was performed and confirmed that the insulin pump button was pressed down for 3 minutes or longer and was not able to clear the alarm. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.